Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented fluid loss due to a broken tubing from pump. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir:(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Momentary squeeze (ms) pump was microscopically inspected, and contamination (bodily fluid) was found within the ms pump. Ms pump passed the leakage test. Based on the available information and analysis results, it was not possible to determine the cause for the reported observations of fluid leak and hole/perforated.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented fluid loss due to a broken tubing from pump. The ipp was explanted and replaced. There were no patient complications reported.